Event description:
Broken powerpicc solo. The PICC was inserted "(B)(6) 2014 and was taken out (B)(6) 2015 so it was used for 4 months". The patient was a gynecology cancer patient and the treatment was carboplatin.' The last time they used it, it was good flow but no back flow return of blood. They could see some leakage from the insertion site and made the decision to take out the PICC. "A hole a 8 cm was microscopic".

Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon. A lot history review (lhr) of reyh1859 showed no other similar product complaint(s) from these lot numbers.